Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection that would not clear up. The device and leads were explanted to try and help clear up the infection. No further patient complications have been reported as a result of this event.